Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure to implant a femoral nail, the surgeon reamed to 11mm and the nail became stuck in the canal before the fracture site. Extraction of the nail was difficult and it was noted the end of the nail was bent during insertion. Extraction delayed the procedure approximately 20 minutes. The surgeon used a competitor nail. No additional treatment was needed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection performed as part of the product development evaluation of the returned device reported the nail was bent at the distal end. The intramedullary nail acts as an internal splint that controls but does not prevent micro-movements of the fragments. It provides a relative stability that leads to an indirect healing through callus formation. The nails and the locking screws are available in different diameters that allow the surgeon to optimize stability. It is the surgeon¿s responsibility to select the appropriate nail size. The surgeon considers the canal diameter, fracture pattern, patient anatomy and post-operative protocol. The device design does exactly address the anatomy of the femur, if necessary light hammer blows can be used to insert the nail. If nail insertion is difficult a smaller diameter nail must be chosen or the intramedullary canal must be reamed to a larger diameter. Bent nails usually are indicative of surgical technique not being followed and too excessive force being applied. Further evaluation by the complaint handling unit (chu) on (B)(4) 2013 reported the bent nail relevant dimensions could not be checked to the print specifications because of the deformation of the nail. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard. This lot was manufactured in december 2011, 6 parts according to our specifications. All devices were sold and the chu is not aware of any quality problems or failures caused by a faulty product. Based on the investigation results and on the available information neither a design issue nor a manufacturing related fault was found. The complaint was determined to be invalid. Placeholder.